Event description:
The customer reported to customer service that she developed a sore on her breast from using her breast pump with a softfit breast shield that melted in a sterilizer.

Manufacturer narrative:
Customer service sent replacement breast shields to the customer. In initial follow up with the customer, she indicated that she couldn't speak long but that she was very frustrated and upset that the breast shield instructions do not indicate that they should not be microwaved. A copy of the instructions for use (page 2) were emailed to the customer, highlighting the statement which reads "use of microwave sterilization is not recommended and may damage this breast shield." The customer's file was then forwarded to clinical staff and in their follow up, the customer indicated that she boiled the breast shields for five minutes and some melting resulted causing the breast shields to be somewhat misshapen. She then used the breast shields with her breast pump, resulting in a sore developing on one breast which then progressed into a rash involving both breasts and one arm. She had not yet tried the replacement breast shields as she stopped pumping and is instead breast feeding her baby on the least involved breast and supplementing with formula. She also indicated that she is seeing a dermatologist on (B)(6) 2011 for diagnosis and treatment and that it was okay to contact her after that date. Multiple attempts were made to contact the customer after (B)(6) 2011 to find out the results of her dermatologist visit; however, they were all unsuccessful. As a final attempt a letter was sent to the customer on (B)(4) 2011. The customer's issue appears to be the result of improper cleaning of her breast shields in a microwave, which is advised against in the instructions for use, and does not appear to be the result of a product malfunction. Additionally, it is unknown at the time of this report whether medical treatment was sought and, if so, what treatment, if any was prescribed. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues and will initiate a CAPA as necessary.